Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call serious injury while wearing the insulin pump. Customer¿s blood glucose level was unknown. Customer advised they were bleeding for hours and the ambulance arrived since they lost over a liter of blood. Customer had issues with their site which resulted in a visit to the emergency room. The insulin pump will not be returning for analysis.